Manufacturer narrative:
(B)(4). Summary of investigational findings: the reported inability to retrieve the filter approx. 1 month after placement cannot be confirmed, as there are images of the retrieval process, but the filter is not present on the final venogram. Patient's medical records are unknown at this time and the filter had no significant tilt, but one of the primary filter legs perforating and extending approx. 8.5mm outside the column of contrast may have caused some retrieval difficulties. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to study: (B)(6), major difficulty attempting to retrieve ivc filter. The primary reason for the filter placement was history of prior venous thromboembolism (vte) and surgery. There was no vte present but the patient was at risk for vte and had a contraindication to anticoagulation. The ivc diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter (lot# e3420494) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter did not deploy in intended location, per physician, "deployment mechanism didn't work properly, device repositioned using loop snare". The site indicated the filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - 11 degrees. On (B)(6) 2016, pre-retrieval x-ray (34 days post-procedure): an attempt was made to retrieve the filter because it was no longer clinically needed. No thrombus was present in the filter. Filter legs did appear outside the column of contrast before retrieval. Retrieval was attempted endovascularly with a gunther tulip retrieval set via the right internal jugular vein. The physician had major difficulty attempting to retrieve the filter. Additional methods/devices utilized pigtail/wire loop technique, en-snare rim catheter and alligator forceps. The filter was not endovascularly retrievable. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to study: (B)(6) study, patient (B)(6), major difficulty attempting to retrieve ivc filter. The primary reason for the filter placement was history of prior venous thromboembolism (vte) and surgery. There was no vte present but the patient was at risk for vte and had a contraindication to anticoagulation. The ivc diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip® filter (lot # e3420494) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter did not deploy in intended location, per physician, ¿deployment mechanism didn't work properly, device repositioned using loop snare.¿ the site indicated the filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - <11 degrees. On (B)(6) 2016, pre-retrieval x-ray (34 days post-procedure): an attempt was made to retrieve the filter because it was no longer clinically needed. No thrombus was present in the filter. Filter legs did appear outside the column of contrast before retrieval. Retrieval was attempted endovascularly with a gunther tulip¿ retrieval set via the right internal jugular vein. The physician had major difficulty attempting to retrieve the filter. Additional methods/devices utilized pigtail/wire loop technique, en-snare rim catheter and alligator forceps. The filter was not endovascularly retrievable. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.